Manufacturer narrative:
No service was requested. The ventilator was investigated by the user facility. It was found that the expiratory bacteria filter was leaking and the two components (inlet cover and housing) had come apart. Provided picture confirms the reports issue. No parts were returned for investigation. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. Our conclusion from this investigation is that the filter was defective. (B)(4).

Event description:
It was reported that the patient did not receive sufficient tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).